Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. During evaluation, the cycler voltage verification check failed. There was a missing 24v source on tp831 (p2) of the functional board. It was identified that the cause of the failure was a burnt ic82 of the functional board. A known good functional board was installed and simulated treatment was performed and completed without any failures or problems. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt ic82 of functional board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler experienced patient line is blocked (soft alarm) and drain complication encountered in drain 2 of 2, multiple times during treatment. The patient was advised to reset/reboot the cycler and the patient received mwd watch dog timer error, twice. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient cancelled treatment and discontinued use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the ic82 of the functional board was burned.